Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the em controller was a fault. The representative replaced the controller . The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial em procedure. The rep indicated that while replacing a part for a different issue the navigation system showed "localizer faulted" on the screen in a cranial em procedure. The system camera still functioned without issue and there were no problems visible in the self-test. The rep disconnected the emitter or the break out box and the issue was not resolved. Similarly rebooting the system with both disconnected did not resolve the localizer faulted message on the screen and it was noted that the em status for the break out box emitter were all stopped.

Manufacturer narrative:
Updated and issue occurred outside of procedure. Analysis on the returned controller resulted in an electrical failure that was found through functional testing and visual/physical examination. Analysis states that the controller wouldn't initialize which prevents instruments from being read from any ports being used. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed by the representative that this issue occurred outside of procedure.